Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing on a rectal resection, the cartridge was connected, and the surgeon attempted to fire but the knife stopped moving halfway. A new handle and reload was used to complete the case. There was no patient injury.